Event description:
I had lasik in (B)(6) 2010, and it has been the worse thing I have ever done! I have dry eyes and depression and back anxiety and I was never told the side effects or what bad could happen like retinal detachment due to the ring they use for suction! Why didn't you guys do anything soon about lasik a long time ago when people were having problems then? Just do something about it! I have bad anxiety attacks and depression due to it now! Lasik! I do not approve of it!